Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-08-05. It was reported the device did not show any sign that it was on or off and the cause of the ins not working was not determined. The issue was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated the patient said that they feel the device isn't working. No further details were provided about the issue. No further complications were reported. No patient symptoms were reported.